Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzles unit in the air gas modules and an o2-cell were replaced and returned for further investigation. The received nozzle was found with a bent feather spring, but why and when the spring has been bent has not been established. The received o2-cell has during transport passed the expected life time. The review of the returned device logs confirms the reported issue. Our conclusion from the log investigation is that the o2-cell has been faulty during the event. The cause why the o2-cell failed has not been determined. The o2-cell is only used for measuring and will not affect the delivered oxygen concentration.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).